Manufacturer narrative:
Qn#(B)(4). Evaluation: no product was returned for evaluation. A device history record review was conducted for the lot number/serial number with no relevant findings. The device passed all manufacturing specifications prior to release. Conclusion: the reported complaint of the pacing catheter wire being damage is not able to be confirmed. The root cause of the complaint is undetermined.

Event description:
It was reported that while in the emergency room the md began the insertion via the patient's right anterior jugular site. The md made several attempts to "pass the short pacemaker and was not achieved." The md removed the wire and found that the wire was bent. The md made another attempt at the procedure and this time it was performed successfully. There was a reported patient injury and the patient did die, however the report stated that the device did not cause or contribute to the patient's death. Per the emergency md "patient with poor clinical outcome in cardiac arrest goes cardio pulmonary resuscitation brain is performed without success." Additional information received on 25sept2015 from the nurse chief, product specialist in the endovascular line, stated that the patient did not die due to the product.

Manufacturer narrative:
(B)(4). Sample will not be returned for evaluation.

Event description:
It was reported that while in the emergency room the md began the insertion via the patient's right anterior jugular site. The md made several attempts to "pass the short pacemaker and was not achieved." The md removed the wire and found that the wire was bent. The md made another attempt at the procedure and this time it was performed successfully. There was a reported patient injury and the patient did die, however the report stated that the device did not cause or contribute to the patient's death. Per the emergency md "patient with poor clinical outcome in cardiac arrest goes cardio pulmonary resuscitation brain is performed without success." Additional information received on (B)(6) 2015 from the nurse chief, product specialist in the endovascular line, stated that the patient did not die due to the product.